Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-24578 during a remote follow up, episodes of post paced t wave oversensing were observed. Technical support was contacted and advised that reprogramming would make the device too insensitive. Technical support recommended considering a right ventricular (rv) revision. No intervention has been performed at this time. The patient was stable and will continue being monitored.